Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that there was an alleged inaccuracy when using the midas rex and passive planar probe, superior by 3mm. This was noticed during a cervical spinal fusion (occipit-c4). The site performed another oarm spin and they were still inaccurate by 3mm, from a superior aspect. The site took a third oarm (c1286) spin and the same instruments were medial and lateral by 3mm. The surgeon adjusted freehand as needed. There was no patient impact and no delay. The alleged inaccuracy occurred directly underneath the reference frame. When the second o-arm was brought in, the issue occurred again but the alleged inaccuracy was reported to be off by a little less. For high cervical cases, the surgeon places 4 mm cranial screws in the spine prior to acquiring a spin, and uses those screws as reference points for checking accuracy throughout the procedure -- this was done during this case. Images were received of the alleged inaccuracy,

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6) , ubd: , UDI#: h3 - a manufacturer representative went to the site to service the system. Testing found no fault with the system. Software logs were returned, however evaluation was not complete at the time of this report. A follow up report will be sent when evaluation is complete. H6 - evaluation codes c19, d14 apply to the system checkout. Codes c20, d15 apply to the returned software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the software team reviewed the case logs. There was insufficient information to determine the root cause of the reported behavior. The software logs were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.0.1, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.